Event description:
It was initially reported that during a proximal left anterior descending artery xience xpedition stenting procedure, the patient experienced syncope due to hypotension and angina. Blood pressure went down to 60/40. Medication and gelofusine were administered for the hemodynamics, resolving the non-serious event. Fentanyl was administered for the angina. One hour post procedure, the angina resolved. At 19:39, troponin was noted to be significantly elevated. Ck-mb was always within the normal limit. There was no treatment noted for the troponin elevation and no indication that it was considered serious. The event was noted to be resolved on the day of onset and the patient was discharged home. There was no additional information provided. Subsequent to the initial information, the following was received: on (B)(6) 2013, during the stenting procedure, the patient experienced unstable angina, which continued for one hour post-procedure. The patient was transferred to another hospital and was diagnosed with a myocardial infarction. The event was classified as serious and on (B)(6) 2013, it was noted to be resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Angina, myocardial infarction, and hypotension are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.